Event description:
No adverse event or user harm reported. This MDR is being submitted as a verbal report on 16 sept 2024 noted the "light guide broke off into the hand of a nurse who was trying to un-jam it"; no user harm occurred, the user did not mention any concern of possible harm at any point. This verbal report relates to an earlier repair request on june 23 2024 stating "the users got rough with handpiece while removing the black plastic tip. The tip lenses were broken and now a new tip will not insert in the handpiece. They must have bent the internal area that the tip fits into".

Manufacturer narrative:
There were no reports of patient or user harm. The initial user report did not note any concerns, injury or user harm. This MDR is being submitted as a later verbal report noted the "light guide broke off into the hand of a nurse who was trying to un-jam it"; no user harm occurred, the user did not mention any concern of possible harm at any point. Thor understands that the submission of this MDR report is delayed beyond the 30 day period. The third party company that was authorised to submit the MDR reports on behalf of thor became unavailable and are no longer used. Setting up thor profile on the esg portal was a protracted process.